Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer¿ contact-activated lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: there was a " retraction failure of lancet." According to the customer's report, after puncture, the blade was not retracted completely, with the about 1-mm blade tip coming out of the holder, which caused an accidental touch on the patient's finger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for did not retract with the incident lot was not observed. Additionally, customer sample along with retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to did not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was a retraction issue - delay or no retraction. The following information was provided by the initial reporter. The customer stated: there was a " retraction failure of lancet." According to the customer's report, after puncture, the blade was not retracted completely, with the about 1-mm blade tip coming out of the holder, which caused an accidental touch on the patient's finger.